Manufacturer narrative:
The incoming service inspection did not confirm the reported event. Pre-repair temperature testing was not performed. The device was heavily corroded. The corroded components were replaced, the device was tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microdebrider has not been returned for servicing.

Event description:
The request for service indicated the m4 microdebrider was "running hot and was not engaging properly". The event occurred during the setup. The hand-piece overheated within one minute. A replacement hand-piece was used to complete the case. There was no patient impact or injury.